Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain, deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with two 475cc mentor siltex round moderate profile saline breast prostheses and experienced bilateral deflations resulting in breast pain post-operatively, which was confirmed via a physical exam. As a result, the patient underwent explantation and replacement with mentor saline implants on (B)(6) 2021. This report is for the right side device.